Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system and envelope were explanted. The organism was identified as pneumococcus. It was noted that this ipg system was implanted on the opposite side of the prior device system which was also removed due to infection. A new system was later implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lot number of the device was requested but not received. Without the lot number, the manufacture date and expiration date are unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.